Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/05/2026, the cgm reading was reported as 58 mg/dl. In response, the patient self-treated with three glasses of soda, one glass of juice, and six pieces of glucose tablets. Following treatment, cgm readings fluctuated, increasing from 64 mg/dl to 75 mg/dl, then decreasing to 44 mg/dl, and subsequently displaying ¿low.¿ approximately four hours after initial treatment, the patient performed a fingerstick blood glucose (fsbg) measurement, which resulted in a ¿high¿ reading. Emergency medical services (ems) were contacted, and the patient was transported to the hospital. During transport, the patient experienced a loss of consciousness. At the hospital, a glucose assessment demonstrated a cgm reading of approximately 57 mg/dl, while the fsbg measurement was reported as 858 mg/dl. The patient was treated with intravenous insulin therapy. The patient remained hospitalized for approximately two days and was discharged. At the time of reporting, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values fall within the d zone of the parkes error grid checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.